Event description:
It was reported during follow up the patient underwent surgical intervention during which the patients entire system was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced itching sensation at the ipg site. Surgical intervention may be pending to address the issue.